Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they experienced low blood glucose of 40 mg/dl after playing golf outside in heat. Customer treated hypoglycemia with juice. Customer received change sensor and sensor updating error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.